Event description:
It was reported that the flex tip catheter was revised because its connection became undone. The pt was in an automobile accident in 2003 and never had mylogram sutdy. It was reported that the separation of catheter may have been the result of that accident.